Event description:
The customer reported the ventilator alarmed with data acquisition pcba adc reference failed. The customer reported the unit was in use on pt, but there was no pt harm reported.

Manufacturer narrative:
Pr# (B)(4). When investigation is completed, a follow up report will be sent to the FDA.

Manufacturer narrative:
Contact information: (B)(4) visual inspection of the data acquisition pcba to motor controller pcba cable revealed no evidence of damage or contamination. The pins socket connector tabs spread wide apart in the cable to not making contact to the connector mc pcba pins created the 100a error code.

Event description:
The customer reported the ventilator alarmed with data acquisition pcba adc reference failed . The customer reported the unit was in use on patient, but there was no patient harm reported.